Event description:
I am 6' 2" and am receiving neurostar tms for the third time in three years. Apparently I am at the tall end of the height range for patients, and the adjustment for the magnetic coil gets more difficult the taller the patient. The tech told me that she has had one patient taller and it was nearly impossible to adjust the device properly. I'm told the taller the patient the more rickety and jiggly the coil adjustment is. Nowhere in the patient pamphlet did I read that there is a height limit for patients, but there clearly is. This third time of getting tms has been more difficult as I believe the head adjustment has become loosened over three years of use. The tech often has to readjust the coil because I can feel the stimulation is in the wrong spot. Apparently, this is not an issue with shorter patients. During one session, the adjustment was off enough that it stimulated my motor cortex enough that it caused involuntary hand and wrist movements with each stimulation pulse. This is only supposed to happen during the first "mapping" session. If the proper area of my brain is being stimulated, not only is the treatment unlikely to be efficacious, but it also puts me at a risk of seizure for little or no benefit. FDA safety report ID # (B)(4).